Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient started having to charge the battery daily for up to 5 hours. The issue was first noticed in (B)(6) 2018. The battery was explanted in (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain and chronic low back pain. The patient reported that their implantable neurostimulator (ins) has been replaced due to battery failure. They noted that they no longer have anything except for the leads. The patient stated that they cannot return the ins, as they do not have access to it. They added that the ins was not given to them after implant. No further complications or patient symptoms were reported or anticipated.